Event description:
Incident reported as: during the procedure, the needle of the bullet came off in the pt's body, and the needle was not retrieved. No adverse outcome reported. No further info available.

Manufacturer narrative:
No sample will be returned for eval. Awaiting investigation report, and DHR review on lot#.